Manufacturer narrative:
The investigation was performed on the user synced glucose data on data management system (dms), which is an ever sense cloud platform. Based on the investigation analysis, there was no sensor glucose (sg) data between (B)(6) 2023, 10:13 pm and (B)(6) 2023, 05:14 pm as the system was not in use. On (B)(6) 2023 at 09:48 pm, the sg value was 7 mmol/l, but there was no bg entry. As a result, the customer reported differences could not be confirmed. The customer did not receive any low glucose alert at the time of incident because sg values never went below the low glucose alert setting. A review of the available glucose data on dms revealed that the system was working within expectations. Overall, the blood glucose (bg) values entered as calibration fit sg trends well. There were some occasional differences due to lag which is inherent to any cgm system, and due to calibrations, that were entered during the periods of rapid glucose change. The customer was recommended to use the system consistently as this may help the system adjust accordingly when the calibrations are entered. In addition, the customer was recommended to perform calibration whenever the glucose is stable and not during the periods of rapid changes. The sensor glucose readings closely matched calibrations during the two weeks following the reported event. No further investigation was found necessary for this complaint. B4. Date of this report update to 19 march 2024. G3. Date received by manufacturer updated to 08 december 2023. H3. Device manufacturer by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 19.

Event description:
Senseonics was made aware of a hypoglycemia event which happened on (B)(6) 2023 at around 10:00 - 11:00 pm. The customer reported that the blood glucose (bg) value was 2,9 mmol/l and the sensor glucose (sg) reading was 7 mmol/l. The customer complained of not receiving a low glucose alert because the sg value did not go below the low alert threshold which was set at 3,8 mmol/l. The customer did not seek any medical attention and self resolved the event by eating something.

Manufacturer narrative:
The manufacturer is currently performing evaluation and the results will be provided in a supplemental report.